Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes were received, with a tip protector, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with clear foreign material on the needle. The sample was then functionally tested for actuation. The sample was found to be conforming for actuation. The probe engine was disassembled, and the components were inspected. Diaphragm and top o-ring are all intact. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown in color foreign material was on the welded cap and port face. Needle was bent at stiffener. Short shot, on the spacer was seen through the vent hole. The sample was then functionally tested for actuation. The sample was found to be conforming for actuation. The probe engine was disassembled, and the components were inspected. Diaphragm and top o-ring are all intact. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned samples were conforming for actuation functional testing. However, a manufacturing related potential contributor factor was identified, short shot was observed on the spacer and cannot be ruled out for the actuation problem as reported. The returned samples functionally met specifications: however, a non-conformance was initiated for the short shot observed on the spacer. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that actuation failure of probes occurred during surgery. The procedure type was unknown. The surgery was completed after replacing five products. The condition of aspiration was unknown. There was no impact to the patient.